Event description:
It was reported that an asymptomatic patient reported to the clinic for follow-up, decreased r-wave sensing was observed. T-wave oversensing was also noted, which led to vf detection with aborted therapy. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.